Event description:
The patient implanted for lumbar radiculopathy and spinal pain reported that he wanted to change from intermittent stimulation to constant stimulation. His intermittent stimulation would hit and let go and he had to arch his back all the time to come on. It was unknown when this began. He couldn't walk. Additional information received from the patient reported that it was maybe in (B)(6) of 2014. It was later stated to be about (B)(6) 2015. Additional information received from the patient reported that he wanted help changing to a program that was not intermittent. A car wreck on (B)(6) 2015 was mentioned. Since then, he normally doesn't feel stimulation unless he arched his back and he felt it on for 30 seconds and then off for 30 seconds. MRI was possibly related. The patient was advised to sync with the programmer and it showed program 1 at 1.10 volts. Stimulation was turned off. The patient thought he turned stimulation off earlier in the day. It was determined that he had program 2 but no other groups. He could adjust the rate. He increased the rate from 30 to 50 and could not feel the difference. The patient was redirected to his healthcare provider (hcp) for reprogramming. It was noted that his legs jumped and he had begun to stumble since the car wreck on (B)(6) 2015. Additional information received from the patient reported that he fixed the voltage and felt stimulation all the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.